Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lap cholecystectomy, the jaws locked when they closed it and pressed the green button. However, they were easily able to open the jaws and did not lock on tissue. The device did not fire. No reinforcement material was used. A new device was used to resolve the issue. No patient adverse events reported.